Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that patient experienced inappropriate high voltage therapy from their implantable cardioverter defibrillator in response to an atrial flutter event with rapid ventricular response. The high voltage therapy was delivered on a t-wave, rather than an r-wave which resulted in an episode of torsades de pointes and ventricular fibrillation. The device treated the arrhythmia and the patient returned to sinus rhythm. No device intervention was performed. The patient was reported as stable.